Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Insulin pump received with missing display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump has cracks to the top corners of the display. Customer also mentioned that their insulin pump was exposed to moisture. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.